Event description:
A report has been received from a dealer who alleged that the leg broke. She is not sure where or how it happened. She is going to call the consumer and get more information as to how it happened and where it is broken at. There was no injury. If any further information or sample is received the information obtained will be filed in a supplemental report.